Manufacturer narrative:
Block h6: device code a150207 captures the reportable event of stent difficult to remove. Block h11: block h6 patient code has been corrected.

Event description:
It was reported that a percuflex plus ureteral stent was placed in a patient during a bilateral ureteral stent placement procedure. Three months following the procedure, there was recurrence of hydronephrosis and infection, and the stent was difficult to remove. There was no information on what have completed the procedure and there were no medical treatment or intervention reported.

Manufacturer narrative:
Block h6: device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported that a percuflex plus ureteral stent was placed in a patient during a bilateral ureteral stent placement procedure. Three months following the procedure, there was recurrence of hydronephrosis and infection, and the stent was difficult to remove. No medical intervention was noted as a result of this event.